Event description:
It is reported that device went to reset mode and no change in parameters noted and lia reloaded. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It is reported that device went to reset mode and no change in parameters noted and lia reloaded. The device remains in use. No patient complications have been reported as a result of this event. It was later reported the device was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.